Manufacturer narrative:
The customer¿s report that the devices came off the IV pole was not confirmed. The pcu was received in poor condition. The front cover was broken open at the bottom right quadrant of the display. The display was badly damaged from an apparent impact event. The handle and latch were in good condition. The pole clamp appeared to be in good condition. An event log review was not deemed necessary, as the patient was not involved. Functional testing consisting of attaching the pcu and 4 pump modules to an IV pole multiple times was performed on the received devices found the pcu pole clamp operating in specification, and no devices were released from the pole clamp. The root cause was not determined. The proximate cause was likely due to use error. The returned pcu was thoroughly tested and no fault was found during testing.

Event description:
It was reported that the IV pump fell off the IV pole onto the nurse's head. Additional information was requested regarding the event and the impact to the nurse, but as not been received.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that; "the IV pump fell off the IV pole onto the nurse's head." Additional information was requested regarding the event and the impact to the nurse, but as not been received.